Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date in pt. The aneurysm and vessel morphology are unknown at the time of implant. It is reported that the pt rec'd emergent repair of a confined abdominal aortic rupture secondary to a proximal endoleak in 2001. The pt was taken to the operating room and prepped accordingly. After adequate prepping and draping, a needle puncture of the right distal external iliac artery was performed followed by insertion of a 0.035 guide wire into the proximal suprarenal aorta. A needle puncture was then performed of the left distal external iliac with insertion of a 0.035 guide wire. Bilateral 8 french sheaths were inserted. The pt was heparinized accordingly. A pigtail catheter was then passed up the left side of an aortogram demonstrated an endoleak. Via the right groin, the 8 french sheath was removed and exchanged with a 21 french sheath. After the sheath was exchanged, a 33mm aortic occlusion balloon was inserted and inflated within the very proximal portion of the bifurcated stent graft. The physician then placed a 26mm aortic cuff in the area of the endoleak overlapping the more proximal aortic cuff and main body of the stent graft. This is where the endoleak was identified. The physician then deflated the aortic occlusion balloon and inserted it up the left side. The balloon was then re-inflated. Via the right groin, a 26mm aortic cuff was then deployed just above the flow divider and extended above and below the junction of the previous cuff and main body of the stent graft. The physician angioplastied this area with the 33mm occlusion balloon. An aortogram demonstrated marked decrease in the endoleak; however, it was still present. The physican decided to place two 16mm diameter x 8.5cm length iliac limbs up into the 26mm aortic cuff via 16 french sheath on the left side. After deployment of both limbs, two 15mm angioplasty balloons were passed simultaneously up each side and subsequently inflated together to press out the aortic cuff and limb grafts. An angiogram performed demonstrated absoultely no endoleak. An ivus (intravascular ultrasound) was inserted up into the aortic stent graft, which demonstrated excellent apposition of the stent graft. The ivus catheter was removed and the pigtail catheter was reinserted and an angiogram demonstrated excellent flow and no endoleak; therefore, all wires, sheaths and catheters were removed and the incisions were closed. The physician reported that the pt remained stable during the procedure and was transferred to the surgical intensive care unit. It was reported that the pt expired 5 days later due to pulmonary and cardiac causes. A report of death is pending at this time.